Event description:
Written report states, "leakage' at the "luer/connector." Reporter stated that it is not clear whether the leakage occurred during storage or during use. Reporter stated that device contained an unknown solution of unknown concentration for an unknown total fill volume. Per reporter there was no pt injury and no medical intervention required as a result of the reported condition. Reporter indicated that no other info is available regarding this event.